Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01920.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coil 400s (pc400s). During the procedure, the physician experienced resistance while advancing a pc400 through a lantern delivery microcatheter (lantern); therefore the pc400 and lantern were removed from the patient. The procedure was completed using new pc400s and a new lantern. There was no report of an adverse effect to the patient.